Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door not fully latched message which was confirmed, but not reproduced due to the condition of the received device. The review of the event history log confirms the reported symptom, severed motor mount screws were observed to be lodged in the link preventing the link from moving. The motor mount screws were removed during eval with the link performing as expected. Due to the received condition of the device, further eval was not possible. The motor assembly and screws were replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.